Event description:
The pt had an ivc filter and thrombectomy. A CT of abdomen and pelvis was done and report called to rn noticing metallic part of thrombectomy catheter was still in the patient's body with a clot surrounding it.